Event description:
It was reported that approximately 90 months post implant of a bifurcated device and an infrarenal aortic extension, the patient had a computed tomography (CT) performed and the patient's aneurysm sac had increased in size. The physician was not certain what type of endoleak the patient had as no leak was displayed by angio during the secondary intervention. However, the physician elected to bring the patient back for a secondary intervention and implanted a limb extension and a suprarenal. Patient status is unknown at current time.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in patient.